Event description:
Device runtime not as expected, device experiencing premature rrt. Last follow up on 18.11.24 showed longevity of minimun 5 months, today 4.3.25 the kora dr 250 device was in rrt (10,73kohm).

Manufacturer narrative:
The conclusions are as follows: the patient files led to the following observations: based on the historical follow-up data was provided, the expected overall longevity is estimated at ¿ 119 months (9,9 years). The implantation duration is 97 months, which is greater than 75% of the estimated overall longevity (75% of 119 months = 89 months). Based on those observations, no premature battery depletion could be suspected. On the follow-up dated of (B)(6) 2024, the residual longevity was estimated at minimum 5 months before recommended replacement time (rrt). The subject pacemaker was found in rrt on (B)(6) 2025 it should be noted that the estimation value cannot be taken as an exact value especially once the inflection point has been reached since the once it is reached, the increase of the battery impedance is exponen tial and not linear. In this specific case, the infection point was already visible on the follow-up dated of (B)(6) 2023. In addition, the warning indicating that the residual longevity is estimated at below 12 months was correctly displayed and the estimated residual longevity was correctly highlighted in yellow to alert the physician. As long as the implant surveillance frequency is adjusted based on instructions for use and international guidelines regarding follow-up periodicity or the programmer residual longevity interval, whichever is shorter, the patient is not exposed to any safety risk (switch to nominal mode at rrt, i.e. In vvi mode). Based on the available information, no issue is suspected on the subject pacemaker. For more details.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Device runtime not as expected, device experiencing premature rrt. Last follow up on 18.11.24 showed longevity of minimum 5 months, today 4.3.25 the kora dr 250 device was in rrt (10,73kohm).